Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix of the lead would not extend in the rv (right ventricle) at implant with more than twenty turns. The lead was removed and a new lead was implanted instead. It was noted that upon removal of the lead there was tissue wedged in the tip of the lead. A scrub technician removed the tissue with a needle and the helix was then able to extend after eight turns. No patient complications have been reported as a result of this event.